Manufacturer narrative:
(B)(4). Products were returned and pending qc evaluation. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is unknown. The customer did report symptom of excessive thirst/ dry mouth. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of hi non- fasting using true track meter (using strips rv5311). The test strip lot manufacturer¿s expiration date is 07/30/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 11-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips returned were unable to be evaluated due to expiration. H10: most likely underlying root cause: mlc-12: product expired.